Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pf 106 advantage af clinical study, subject ID: (B)(6). It was reported that three weeks after a pulmonary vein isolation (pvi) ablation procedure the patient experienced recurrent atrial fibrillation and atrial flutter which were treated by direct current cardioversion (dccv). Electrograms (EKG) were taken before administration of dccv which showed rhythm aflutter, and then again after dccv which showed normal sinus rhythm had been restored. The device is not expected to be returned for analysis due to disposal.